Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose was 278mg/dl. The customer administered a manual injection to address bg level. The customer would continue use of manual injections for alternate insulin therapy.